Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: a visual examination of the stent found signs of stent damage. Stent struts from the distal end stent were lifted and pulled distally. The undamaged stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube showed multiple kinks on the proximal end of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 26nov2020. It was reported that crossing difficulty occurred. The target lesion was located in a coronary artery. During the procedure, a 20mm x 3.50mm promus premier drug-eluting stent was advanced to treat but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, device analysis revealed stent damage.